Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n319046004, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml compounded baclofen at 150 mcg/day. It was reported that the pump and catheter were explanted due to an infection on (B)(6) 2020. There were no environmental/external/patient factors that may have led or contributed to the issue. Pump dose was titrated down to 150mcg/day and patient was started back on oral baclofen. The issue was resolved at the time of the report. The patient is booked for a system re-implant (B)(6) 2020.